Event description:
It was reported that the right ventricular (rv) lead triggered a warning for low impedances. High rate episodes that looked like noise in unipolar configuration were noted. The patient was brought into the clinic for evaluation. There was occasional loss of capture seen during threshold testing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.